Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0455038v, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: extension . Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 22-nov-2008, UDI#: (B)(4); product ID: 748240, serial/lot #: (B)(4), ubd: 24-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had skin erosion. The patient¿s lead, extension, and ins were explanted. The products were discarded and the issue was resolved. There were no further complications reported.